Event description:
The complainant reported that the automated impella controller (aic) experienced battery charging issues. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The console was tested with demo pump and pc for days, with ac power disconnected and reconnected occasionally. But the failure mode was not reproduced. Based on the observation from data analysis, the battery level low alarm was most likely due to a momentary communication glitch between battery 1 and pbm. The root cause of the failure mode was unable to determine due to not reproduced. This report is being filed as part of a retrospective review of historical records.